Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, total delamination of the valve, and missing shell (0-25%). Leak test was not performed due to device conditions. Microscopic analysis was performed which identified: sharp broken on valve, total delamination of the valve, striated broken on anterior, two striated openings on anterior, and non-penetrating nicks on anterior. Based on the device analysis the final assessment is: sharp broken on valve assessed as an unidentified (tear) opening; total delamination of the valve assessed as adhesive failure; striated broken on anterior assessed as surgical damage; two striated openings on anterior assessed as surgical damage; missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.